Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the surgeon suspected via routine follow up x-ray that the staple is backing out of the wrist bone. Patient adverse consequence is unknown at this time. The sales rep is awaiting further follow up from the surgeon.

Event description:
It was reported that the surgeon suspected via routine follow up x-ray that the staple is backing out of the wrist bone. Patient adverse consequence is unknown at this time. The sales rep is awaiting further follow up from the surgeon.

Manufacturer narrative:
Evaluation summary: the reported event that easyclip staple had a back out after surgery could be confirmed since we received x-rays showing the reported failure mode. As we have no information regarding the circumstances of the back out we cannot determine the exact root cause of this breakage. We have no information regarding patient height, weight and we don¿t know if patient respected postoperative care or if patient kept an important activity within 6 weeks after surgery. Therefore we cannot exclude an overload, a fall or a trauma. Moreover, patient is (B)(6) years old so his bone quality could not be optimal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.